Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of systemic immune activation was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 3-jun-2025: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was related to the radiesse (+). Off label use of device and product preparation issue were added. This case was assessed by merz north america as serious. The event of systemic immune activation was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device and product preparation issue were only coded for formal reasons. Injections into the temples, preauricular, chin, and marionettes are no approved indications for radiesse (+) in us. Dilution of radiesse (+) with bacteriostatic normal saline for injection into the temples, preauricular, prejowl, chin shadows and marionettes is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Possible confounding factors include prior aesthetic treatments within 18 months, including prior radiesse injection in the same areas treated with radiesse in 2024. Information in this case is sparse and vague, pending what type of permanent damage the provider was preventing with corrective treatment applied, as well as further information regarding the type and severity of the reported event systemic immune activation, as the types and severity of systemic immune responses can vary. Nevertheless, a contributory role of the treatment with radiesse (+) cannot be ruled out with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of systemic immune activation was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked to (B)(4), referring to the same patient. This spontaneous report was received from an us health care professional and concerns a patient. The patient was injected with radiesse for a facial treatment. Radiesse was diluted. The lot number for radiesse was not reported. After the radiesse injection, the patient experienced a systemic immune reaction. The outcome of the event was unknown. Follow-up information was received on 03-jun-2025: linking sentence was added. This case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). Patient initials, age, gender, height (158 cm) and weight (60 kg) were provided. She was 43 years old at the time of the event. She was injected subdermally with 2 syringes of radiesse (+) into the temples, preauricular, prejowl, chin shadows and marionettes and interfascially into the right temple (off label use of device), on (B)(6) 2025. Batch number was ambiguously reported as a0019490. Radiesse (+) was diluted with 1.5 ml of bacteriostatic normal saline (product preparation issue, off label use of device). She was previously injected subdermally with radiesse into the bilateral temples and prejowl/marionette, on (B)(6) 2024, which she tolerated well. Batch number was reported as a00100330. Dilution was done with 1.5 ml of bacteriostatic normal saline (reported as the same dilution). She had prior radiofrequency resurfacing, daxxify and resilient hyaluronic acid (reported as rha) dermal filler, without issues, within the last 18 months. Her medical history included adhd, she was perimenopausal, she had the brca gene, she had mastectomies and a deep inferior epigastric artery perforator (diep) flap. Concomitant medications included adderall, hormones replacement therapy (hrt) and tirzepatide. On (B)(6) 2025, 25 days after the radiesse (+) injection, the patient experienced the undifferentiated systemic immune reaction to radiesse (+). No relevant laboratory tests were performed at the time of the report. Corrective treatment included antihistamines and a medrol dose pack. It was unknown if the systemic immune response was permanent. Treatment was necessary to accelerate recovery and to prevent permanent damage. At the time of the report, the event was still not resolved and the patient was scheduled to see an allergist and a rheumatologist but had not been seen yet. She was still experiencing the immune response, and the health care professional had no idea what disease process was triggered. The outcome of the event was reported as not resolved (changed from unknown). In the opinion of the reporter, the event was related to the radiesse (+). Therefore, the reporter's causality was changed from reasonable possibility/suspected to related.